Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low alb2 albumin gen.2 result for one patient sample. The initial result was 7.1 g/l and the repeat result from another cobas 8000 c 702 module was 36.6 g/l. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 262685. The expiration date was requested but was not provided. Qc and calibration data were stable and within range at the time the patient sample was measured. A general reagent issue could be ruled out.

Manufacturer narrative:
Additional information was received that the erroneous result was auto validated, sent to the customer's laboratory information system (lis), and was available for the clinicians to view.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.